Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 3 faulted when the surgeon manipulated the usm with the camera. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed 32097 errors for usm3. The tse suggested to move usm 3 out of the way and use usm 1,2 and 4 if the surgeon was willing. Customer stated that the surgeon was going to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis testing due to the reported problem of arm 3 faults which were confirmed and replicated. The unit was tested on an in-house system in normal mode where it failed with errors 32097/32096/31226/1126. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test for all fibers.

Event description:
Refer to h10/h11 for follow-up information.